Manufacturer narrative:
Due to character restrictions in initial reporter event sit name: (B)(4). The getinge field service engineer (fse) that found the issue, noted the power cord no longer retract and replaced the retraction unit. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) units power cord would no longer retract. There was no patient involvement.

Event description:
N/a.